Event description:
On (B)(6) 2013, patient's mother reported the paramedics were called this morning because patient had a low blood glucose level. Mother stated the patient's friend tried to wake her up at 11 am and the patient was unresponsive. Mother reported when the paramedics arrived, the patient's blood glucose level on their meter was 54 mg/dl. Mother stated the patient was incapable of self-treatment, so the paramedics treated her. Treatment was unknown. Mother reported that by the time the patient arrived at the hospital, her blood glucose reading was in the 300's mg/dl. Mother stated the last 2 times, the patient tested on the hospital meter; her readings were around 110 mg/dl. Mother reported she did not know what caused the low blood glucose level. On (B)(6) 2013, patient's doctor reported the patient is in ICU; doctor needs to access patient's infusion device information. Doctor stated the patient was brought in unconscious with a blood glucose level of 50 mg/dl. Doctor reported the patient is not a current patient of hers; she used to be a patient years ago and she took her off of pump therapy. On callback, patient's mother reported patient's target blood glucose range is 150- 200 mg/dl. Mother stated the patient was diagnosed with meningitis. Mother reported this is the reason for the low blood glucose level. Mother stated that the patient's basal rates are correct, but she thinks these need to be adjusted. On follow up call on (B)(6) 2013, patient's mother reported the patient was admitted to the hospital on (B)(6) 2013 and discharged on (B)(6) 2013. No product return was requested.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the production data shows no deviations of the specifications result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was not requested to be returned.